Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2019-03423, 1627487-2019-03424, 1627487-2019-03425, 1627487-2019-03426. It was reported that during a clinical study, the patient experienced lead migration, confirmed with x-rays. As a result, the patient lost effective therapy. Surgical intervention may take place to address the issue.

Event description:
Device 4 of 4: reference MFR report: 1627487-2019-03424, 1627487-2019-03425, 1627487-2019-03426. It was reported that on (B)(6) 2019, surgery occurred to explant and replace three leads, which addressed the issue.

Event description:
Reference MFR report: 1627487-2019-03424. 1627487-2019-03425. 1627487-2019-03426. One lead was found to have a kink after analysis. It is uncertain which lead had the kink, so all leads are being reported.